Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone that insulin pump had motor error alarm and experienced high blood glucose. Customer¿s blood glucose was 500 mg/dl and 600 mg/dl at the time of incident. Drive support cap was normal. Customer was able to clear the alarm and able to rewind the pump. Customer was declined to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. No excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).